Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of returned device determined excessive force placed on anchor contributed to device failure.

Event description:
A retrospective review of file was performed on august 17, 2006. Initial assessment did not determine event details to be reportable as no impact to pt was reported. During review, determination was made that details provided meet reporting requirements of a device malfunction. It was reported that pt underwent glenoid repair procedure in 2005. During insertion, ti-screw anchor fractured.